Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product found the device did not power on in high or low mode with the original battery pack. Visual inspection if the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device was not spraying. During product evaluation, it was found that the battery was leaking electrolyte inside the pack. There were no adverse events associated with this malfunction. No harm or delay was reported as it relates to this event. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.